Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 500 mg/dl, which was treated with manual injection. The customer had been advised by his doctor to deliver 0.5 units more insulin when he bolused, and he requested assistance with doing so. He stated that he had been having high blood glucose recently and that the insulin pump had been alarming no delivery intermittently. The customer declined to troubleshoot for the issue and requested replacement of the insulin pump. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump was received with minor scratches on the liquid crystal display window, cracked case at the liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.